Event description:
It was reported that during the procedure hydrogel placement procedure the physician was asked to reposition the needle because he was too posterior and injected in the serosa, a potential misplacement of the hydrogel was suspected due to the position of the needle during the placement. There were not medical interventions reported as resulted of this event. The patient current condition was unknown and if there were any symptoms due to this event.

Manufacturer narrative:
Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that during the procedure hydrogel placement procedure the physician was asked to reposition the needle because he was too posterior and injected in the serosa, a potential misplacement of the hydrogel was suspected due to the position of the needle during the placement. There were not medical interventions reported as resulted of this event. The patient current condition was unknown and if there were any symptoms due to this event.

Manufacturer narrative:
Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.